Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the migration was confirmed. The clinical/medical investigation concluded that, this case reports that post-operative x-rays revealed that lag/ compression screw backed out of the intertan nail. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinically relevant information have not been provided. X-ray photo examples were provided via e-mail; these x-ray images are not directly from this case, but encompass the issue observed in other similar complaint cases that have been already lodged. The x-ray examples provided demonstrate the lag screw and compression screw have backed out. Based on the limited information provided the clinical root cause of the report issue could not be determined. The provided example images were reviewed and confirm the reported however, they are examples from multiple subjects, so a specific root cause could not be concluded. The initial placement of the lag and compression screws within the femoral head, reduction and stability of the fracture, or user technique and cannot be ruled out as contributing factors of the reported screws backing out. The intertan nail is implantable; however, we cannot rule out the potential risk of irritation, discomfort, inflammation, pain, micro-motion, and/or migration of the screws. No further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as surgical technique, bone degeneration, fit/sizing, lack of ingrowth and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a trauma procedure, (1) intertan 1.5 11.5mmx42cm 130d rt and (1) lag/comp screw kit 100/95 have showed on post op x rays that the screws are backing out, despite being locked in case. It is unknown how is this planned to be treated/solved, patient status is unknown.